Event description:
It was reported that the patient was unhappy with his inflatable penile prosthesis. He stated that he is partially inflated at all times. He also stated he experienced inflation issues. When he presses the pump bulb, he does not feel like it is transferring fluid. He also stated that the cylinders deflate during intercourse. He noted that he was unhappy with his size as well. No patient complications were reported.

Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.